Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, wear abrasion, and white calcification. After autoclave cycle were observed: cloudy color in gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, and "patient's concern with the product." Device remains implanted.